Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: problem associated with the chemical or electrochemical reaction between materials, usually a metal and its environment that produces a deterioration of the metal and its properties.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The initial customer allegation was found to be non-reportable. It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion at the air/water cylinder. There was no patient involvement.